Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a pump exhibited a major leak during the night when the patient was sleeping. The pump was exposed to chemo and they could not turn it back on to determine how much of the medicine was administered to the patient. The patient was not physically effected by the spill. They already disposed of the tubing and could not tell me what lot it was from. No patient injury was reported.